Event description:
It was reported that approximately six weeks post implant the pocket incision opened up and the pocket became infected. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.